Event description:
Patient came to ER with slurred speech, dark urine and elevated ldh (2253). Admitted and started on heparin, ldh initially got better but on (B)(6) 2014, patient was diagnosed with hemorrhagic stroke which required heparin to be stopped. Ldh increased (peak: 2934). Patient was discharged onto hospice with stroke, hemolysis and possible pump thrombosis. Pt. Expired on (B)(6) 2014.

Manufacturer narrative:
(B)(6).